Event description:
Caller reported a malfunction on the pump after completing a software update, which prevented the pump from shutting down and resetting properly. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support assisted the caller with attempting to reset the pump, but ultimately decided to send a replacement pump due to unresolved issues. The caller was instructed to use multiple daily injections as backup therapy and agreed to return the problematic pump using a pre-paid label provided by tandem within 10 days.